Event description:
Additional information reported that the cause of change in therapy /increase leaking and the changing program on its own was noted as unknown. The steps taken to resolve the reported issues on (B)(6) 2016 indicated that all programs assessment and reprogrammed was performed.

Event description:
The patient reported that about 1 month ago she went through a metal detector where she works at "(B)(6)" and she also scans tickets for customers entering the arena with a "zebra scanner". The patient stated after that she noticed an increase in leakage symptoms. The patient was wondering if emi could have affected her therapy. The patient noticed when she connected 2 weeks ago, her program number had changed from 1 to 4. The patient checked ins on the day of this call and her program number stated 3. The patient stated she did not change it. The patient stated that her therapy was off on the day of the call and was not feeling stimulation. Patient thinks her program number changed by itself. Turning therapy on did not resolve the issue. The change in therapy/symptom was noted as gradual. The patient's indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.